Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link was used with a secondary set and chemotherapy medication would not infuse. This was observed during patient infusion. It was further specified that the device was used in conjunction with non-baxter primary set infusing 0.9% sodium chloride, luer/spike and infusion pump resulting in an occlusion air alarm. Back priming was performed, however the medication would not infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.